Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the pictures of the product provided. Visual inspection of the photographs show wear and tear from use and osteolysis. The stem was found well-fixed, while osteolytic lesions was found around proximal femur. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient's hip arthroplasty was revised due to eccentric wear.